Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device was used for treatment but was not available for evaluation. Due to product unavailability, evaluation was limited. Instruction for use contains precautionary statements and recommendations for proper use of product. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors that might affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) use inconsistent with instruction for use recommendations. 2) inadvertent twisting or bending of the delivery needle. 3) incomplete needle penetration through meniscus. 4) difficulty with reaching the desired tissue location. 5) entanglement with other instruments or devices. 6) inadequate tissue conditions. Complaint history review indicated a similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that during surgery, the implant of the fast-fix 360 failed to anchor. There was a delay of more than 30 min reported. It is unknown if the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.